Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the pump emitted a call service alarm when performing the rewind/load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that a call service alarm related to the complaint was recorded as well as other call service alarms. Visual inspection revealed that there was moisture in the display. The complaint that the pump emitted a call service alarm while performing the rewind/load steps was not able to be adequately investigated due to a display issue. The pump case was removed and moisture was found on all internal surfaces.